Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03361. It was reported that the patient is experiencing ineffective therapy and the leads are exhibiting high impedances following two traumatic events. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6)2023 in which the patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
Initial reporter information updated to include physician who performed the surgical procedure and the facility wherein the procedure was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.